Event description:
A medtronic (B)(4) representative reported that after preparation of the operative field, fixing the head into the mayfield frame and registering for stealth station optical navigation, the surgeon performed a right-handed trepanation as according to plan, then cut through the coagulated dura. After positioning of passive vertek biopsy system, when biopsy needle length was calculated, the surgeon found that two biopsy needles, (both from the same lot), could not be navigated. Accordingly, a stereotactic biopsy was performed according to the technique used for the stereotactic frame. Surgeon retrieved material from the tumor without virtual control relative to the needle position. The surgeon took five representative pieces of tissue for pathological examination. Standard sewing layers and sterile dressing placed at closure. After initial procedure, pathological examination of tissue showed no results a revision surgery was planned and performed on (B)(6). The surgeon performed a revised procedure with a new biopsy needle kit and new samples were taken for examination. Carcinoma was confirmed the same day, patient is prepared now for tumor resection.

Manufacturer narrative:
The 2 passive biopsy needles part number 9733068 were returned to the manufacturer on (B)(4) 2012, for evaluation. Both needles tracked fine without any issues. The needles returned were found to be fully functional.

Manufacturer narrative:
The suspected device has not been received by the manufacturer for evaluation.